Event description:
Customer reported nurse noted that the fluid from the secondary bag was flowing into the primary bag. Customer reported the primary infusion was .45nacl and the secondary infusion was rocephin 1 gram. One used primary IV set with back check valve was returned for investigation. Investigation is ongoing. Follow up report will be filed when complete.

Manufacturer narrative:
Manufacturer's report date: 11/05/2008. Patient information requested and all available information is included. This report was filed by the manufacturer.